Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the pump was always displaying a message that there was no insulin and the pump was not delivering insulin to bring the blood glucose levels down. The customer also experienced diabetic ketoacidosis (dka), but was not hospitalized. The contact disconnected the customer from the pump due to the dka. As the pump was not being used at the time tandem technical support was contacted, troubleshooting to determine the cause of the event was unable to be performed.